Manufacturer narrative:
A comprehensive investigation into this report can not be completed as the sample was discarded by the hosp and a lot # was not provided. A follow-up report will be filed if more info becomes available.

Event description:
It was reported, while in the cath lab theatre, the md placed the sheath via the right groin and then inserted the iab. When initiating the pump, the balloon was not unwrapping fully. The md did not try to inflate the membrane manually. As a result, the iab was removed and replaced with another iab. There were no reported pt complications.